Event description:
The patient has a port flipped and/or sheared sutures. The band slipped after the fact and while waiting for a revision or removal of the lap-band.

Manufacturer narrative:
The unit for evaluation was received at reshape location. The port and lap-band were checked for leaks. None were found. The port was checked for rough and/or sharp edges. There are no rough or sharp edges observed the port was checked to see if the anchors operated as intend. The anchors on the port were released and retracted with the use of the port applier as inted. The doctor communicated us that the slip/prolapse is not usually something they know the exact cause of in any patient. The investigation involved communication/interviews with the doctor. Review of similar cases. Reshape has not received a similar complaint regarding sheared sutures and flipped ports in the past. A search of past complaints from allergan and apollo was also done and a similar complaint regarding sheared sutures and flipped port was not received. Lot history record for the port involved was reviewed. Records showed no indication of rough or sharp edges issues, and quality inspections passed. No ncmrs were associated with the lots. The investigation findings do not lead to a clear conclusion about the source of the flipped ports and/or sheared sutures and slip/prolapse. Unable to determine a root cause.

Manufacturer narrative:
Pending investigation. The return kit was sent to the patient. The device will be evaluated when and if it is returned. Note: per the doctor's information, an explant date occurred this year. The month or day didn't provide.

Event description:
The patient had to have her band removed emergently as she had a band slippage/ /prolapse and port displacement.